Manufacturer narrative:
An outside of united state (ous) customer reported multiple discordant, falsely elevated vitamin b12 patient results (5 patients) obtained on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Siemens was able to reproduce the high vitamin b12 (vb12) results on the customer returned patient samples from another similar issue escalation. The returned samples were mixed which resulted in an increased vb12 value. The sample was then centrifuged or diluted which resulted in an expected value. Siemens then had freshly drawn samples and had them spiked with their own cellular debris (white cells and platelets) which showed an increased vb12 dose value. Spiked samples were then re-centrifugation and allowed to settle overnight which resulted in a decreased vb12 dose value more similar to the initial dose obtained before spiking the samples. Siemens concluded the potential cause of the event was the quality of the specimen; cellular debris could potentially be responsible for the higher-than-expected vb12 results. The cells and platelets are concentrated on or near the gel surface and after centrifugation, mixing of the plasma or serum tubes should be avoided because it can lead to resuspension of components that were at on or near the gel surface. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00234 was filed in conjunction to this report.

Event description:
Multiple discordant, falsely elevated vitamin b12 patient results (5 patients) were obtained on an advia centaur xpt instrument (sn: (B)(4). The initial results were not reported to the physician(s). The same samples were repeated on an alternate advia centaur xpt (sn: (B)(4). The same samples were repeated again on a non-siemens instrument. The repeat results from the non-siemens instrument were reported, as the correct results, to the physician(s). The initial and repeat results from the advia centaur xpt instruments were considered discordant. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated vitamin b12 patient results.